Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results were due to the worn tubing for aspirate probes 1 and 4. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur troponin ultra results were obtained on patient samples. The results were released to the physician(s). Upon retest, the corrected results were released. There was no report of patient intervention or adverse health consequences due to the discordant troponin ultra results.